Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿device unable to be retrieved, chronic pain, shortness of breath". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest pain and shortness of breath are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Additional information received identified the patient is alleging tilt and vena cava perforation. Per the (B)(6) 2017, computed tomography-abdomen without contrast: "findings: inferior vena cava filter is identified. The tip of the inferior vena cava filter is located approximately 2.5 cm below the level of the renal veins. Minimal leftward tilt of the tip is noted but without evidence of the tip touching the wall of the inferior vena cava. Two posterior legs extend beyond the level of the inferior vena cava wall slightly, less than 2 mm, best seen on axial images. Impression: 1. Normal position of the inferior vena cava filter approximately 2.5 cm below the level of the renal veins. There is evidence of mild perforation of 2 posterior struts beyond the wall without evidence of adjacent structural involvement".

Manufacturer narrative:
We have investigated based on the information received to date, and are closing the report until further information is received for investigation. No conclusion can be drawn based on the incomplete information provided on alleged injury. If additional information is received, the report will be re-opened for further investigation.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/11/2017 as follows: patient received an implant on (B)(6) 2008 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging that the filter has been in place more than 90 days and that it's too risky to attempt retrieval. Patient alleges chronic pain and shortness of breath due to the device.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.